Event description:
Pt complained of pain. X-rays revealed device had fractured requiring revision surgery to remove and replace other device. Removed and replaced 00-5110-043-09 mgii knee tibial articular surface lot no, 79325500.